Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 26x3.00mm and concentric target lesion was an area of in-stent restenosis located in the severely calcified left anterior descending artery. After a non-boston scientific (bsc) guidewire crossed the lesion and a 6f non-bsc guide catheter was engaged, a 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located on the proximal end of the proximal markerband. The device failed to inflate to rbp.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 26x3.00mm and concentric target lesion was an area of in-stent restenosis located in the severely calcified left anterior descending artery. After a non-boston scientific (bsc) guidewire crossed the lesion and a 6f non-bsc guide catheter was engaged, a 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.